Manufacturer narrative:
Spectrum medical considers this event to be reportable due to interrupted flow. Review of logs confirmed the issue reported; however, the problem could not be replicated during the investigation.

Event description:
False bubble alarm triggered pump stops, which caused occurrences of negative arterial flow during the case. The system was swapped without complications. There was no patient harm. Spectrum medical considered sudden changes in flow due to pump stops to be reportable.

Event description:
False bubble alarm triggered pump stops, which caused occurrences of negative arterial flow during the case. The system was swapped without complications. There was no patient harm. Spectrum medical considered sudden changes in flow due to pump stops to be reportable.

Manufacturer narrative:
Spectrum medical considers this even to be reportable; however, results of an investigation are pending.